Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, during sensor deployment preparation it was noticed that the deployment needle was sticking out of the sensor. There were no deployment steps made. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph of the sensor applicator was provided. The photograph confirmed the reported event. A root cause cannot be determined.